Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer's insulin pen was not always dispensing insulin. Customer reported that the screw was not moving as intended. The screw was not moving when the dose button was pushed. The insulin pen will be returned for analysis.